Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the prostate artery using a ruby coil lp, a non-penumbra microcatheter, and a guidewire. It was reported that the patient¿s anatomy was tortuous. During the procedure, while advancing a ruby coil lp through the microcatheter, the ruby coil lp unintentionally detached within the microcatheter, therefore, the microcatheter containing the detached ruby coil lp was removed from the patient and the microcatheter was flushed. The procedure was completed using a new ruby coil lp and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was sent out for return; however, has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2024-00210.